Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing (twos). Technical services (ts) noted evidence of myopotential oversensing, which resulted in tachycardia detection with shortened refractory periods and subsequent t-wave oversensing. The patient will be questioned regarding their activity at the time of the event, during which their heart rate was approximately 130 to 140 beats per minute (bpm). Programming adjustments were discussed as potential mitigation. Given the patient's age, the healthcare professional (hcp) will determine whether a stress test is clinically appropriate. Aside from the inappropriate therapy, no additional adverse patient effects were reported. The s-ICD remains in service.